Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the severely calcified and severely tortuous at an unspecified artery. A 2.50x38mm promus element plus stent was advanced to the lesion, however the stent was dislodged inside the guide catheter. The device was removed as one unit. The procedure was completed with another of the same device. No patient complications were reported and the patient status was good.